Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels and hospitalization. Customer experienced a hypoglycemic episode, arthritis, neuropathy in feet and hospitalization. Customer advised paramedics arrived and took them to the emergency room. Customer advised the insulin pump takes a large amount of insulin units to prime and it used to take less.